Manufacturer narrative:
The additional voyager nc coronary dilatation catheter is being filed under the same MFR number. Results - product performance engineering could not determine a conclusive root cause for the balloon rupture. Evaluation summary: quality assurance analysis revealed that the first dilatation catheter was returned without any blood visible. There was fluid in the inflation lumen. The balloon was loosely folded. There were creases in the middle of the balloon, 4mm proximal to the distal marker for a length of 1.5 mm. There was a longitudinal balloon rupture in the distal end of the balloon starting in the middle of the taper and extending proximally for a length of 5 mm. There were no scratches or other damage noted to the balloon. There was no damage noted to the catheter shaft. Analysis of the second dilatation catheter revealed that the device was returned with blood visible on the balloon. There was fluid visible in the inflation lumen. The balloon was loosely folded. There was a longitudinal rupture in the proximal end of the balloon starting at the proximal taper and extending distally for a length of 6 mm. There were no scratches visible on the balloon. There was no other damage noted. Both device's were sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering could not complete their evaluation at the time of this report. Results and conclusion will be forwarded upon completion.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the lesion was severely calcified with total occluded in stent restenosis (isr) in the mid lcx. The lesion was first pre-dilated with voyager nc 2.0 x 15 at 14 atm; however, the lesion was too calcified and the balloon ruptured. Another voyager 2.0 x 15 was used to further dilate the lesion at mid lcx. Upon the second inflation at 24 atm, this balloon also ruptured. Another company's balloon was then used; however, after several attempts, the balloon ruptured. No additional event or pt info is available.